Event description:
During follow up of a check final line alarm the home patient (hp) stated that she has final bag on top of other bags on top of hc. Baxter advised the hp to place the final bag on table or counter instead of on top of other bags on top of hc. The hp stated she would reprogram the hc not to use the final bag. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check final line alarm. The hp reported that the issue was resolved, by placing the final bag on the side of the cycler. The hp said that once she starting doing that she longer had the alarm. The hp understood the importance of not stacking the bags. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Upon further review of this report, it was determined that the use error - failure to follow therapy steps involved a drug product and not a device.